Event description:
The patient is implanted for treatment of depression. Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient has not felt stimulation for five days prior to office visit. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, due to poor resolution in the area near the electrodes and the fact that some portion of the lead was behind the generator, a lead discontinuity in those regions cannot be ruled out. The lead electrodes are implanted immediately above the clavicle with 3 tie-downs apparent and multiple loops for strain relief. The generator is implanted in the left chest with lead connector pin fully inserted past the generator connector block, feedthroughs intact, and lead wires intact at the connector pin. There were no visible gross lead discontinuities or acute angles along the entirety of the lead. Lead break is suspected. The pt was referred for surgical consult, after which it was recommended that she undergo replacement surgery. Replacement surgery is planned, pending a decision by the patient to undergo the procedure. No serious injury was reported in conjunction with the high lead impedance condition.